Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height main 3.2 magnet on rail was out of place. A field service engineer reseated the magnet back onto the left rail of the main 3.2 drawer and replaced the plunger and the inseparable to ensure proper functionality. Then tested the drawer in the medication application alongside the customer. The main 3.2 drawer is now operating correctly without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and the magnetic strip had completely come off. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.